Manufacturer narrative:
The investigation of the subject event is in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their reliance vision single chamber washer/disinfector caught fire. The department was evacuated, and the fire department was dispatched. The fire department extinguished the fire. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision single chamber washer/disinfector and found that the drying elements overheated resulting in the reported event. The unit was installed in 2015 and was approximately 7 years old at the time of the reported event. This unit is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. Due to the damage, the customer will be provided with a replacement unit. No additional issues have been reported.